Event description:
It was reported to boston scientific corporation that a wallflex biliary stent was implanted in the common bile duct during a stent placement procedure performed on (B)(6) 2014. According to the complainant, the stent was implanted as a palliative treatment of a 3 cm malignant stricture. During the procedure, the physician deployed the 6cm wallflex biliary stent and dilated it with a balloon. The stent was placed with approximately 3 cm of the stent protruding from the papilla into the duodenum. The physician measured the stent using radiographic imaging and noted that the stent appeared to be 8cm long instead of 6cm. On november 14, 2014, radiographic imaging showed the stricture was dilated; however the stent still appeared over 6cm in length. The protruded portion of the stent was cauterized by argon plasma coagulation and an approximately 1.5 cm fragment was removed. The procedure was completed with this device. In the physician¿s assessment, the stent was longer than the labeled length. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The device was not returned for analysis; however images received of the implanted stent were evaluated. The images of the device showed that the stent is not fully expanded in diameter. The stent length is relative to its diameter so if the stent is not fully expanded it will appear longer in length. The cause of the stent not being fully expanded and elongated may be due to a tight stricture. Taking into consideration the evaluation conducted at the complaint investigation site and the details of the complaint, this investigation is assigned the most probable root cause classification of operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no other complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a wallflex biliary stent was implanted in the common bile duct during a stent placement procedure performed on (B)(6) 2014. According to the complainant, the stent was implanted as a palliative treatment of a 3 cm malignant stricture. During the procedure, the physician deployed the 6cm wallflex biliary stent and dilated it with a balloon. The stent was placed with approximately 3 cm of the stent protruding from the papilla into the duodenum. The physician measured the stent using radiographic imaging and noted that the stent appeared to be 8cm long instead of 6cm. On (B)(6) 2014, radiographic imaging showed the stricture was dilated; however the stent still appeared over 6cm in length. The protruded portion of the stent was cauterized by argon plasma coagulation and an approximately 1.5 cm fragment was removed. The procedure was completed with this device. In the physician's assessment, the stent was longer than the labeled length. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Reported event of stent wrong size. The device was not returned; therefore, a technical analysis could not be performed. The review and analysis of all available information fails to indicate a root cause or probable root cause for the reported event, therefore, the root cause classification is undeterminable. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.  A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.